Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display screen of the programmer was cracked, and it did not function. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the encore bridge ECG (electrocardiogram) board. Visual inspection: confirmed cracked solder joints. Benchtop analysis: check all electrical connections. No abnormalities found. The cracked solder joints do not affect the funct ionality of the board. No physical damage observed on the components around the cracked solder joints. Assembly was functionally tested. Encore bridge ECG board passed functional test. Conclusion: no defect found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the display screen of the programmer was cracked and did not function. It was also noted that the programmer failed functional testing; there were cracked solder joints, and the printed circuit board (pcb) tested out-of-specification in an electrical manner. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.